Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number), e4, g1 (manufacturing site name), h4, h8. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. No bending was observed on the device. As stated on the tfn-advanced proximal femoral nailing system (tfna) surgical technique guide. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed using the returned devices: buttress/compression nut was screwed into the blade/screw guide sleeve without issues; aiming arm locking device was assembled into the 130 deg aiming arm to insert the screw guide sleeve and locked with an interaction between the nut and the locking device, however, screw guide sleeve required extra effort to be slide into the aiming arm presumably due to the threads being stripped and rasping on the hole of the aiming arm. Finally, the 3.2mm wire guide sleeve was inserted into the screw guide sleeve, although assembly was possible, due to the bend tip observed on the screw guide sleeve interaction between the wire guide and the screw guide sleeve presented issues throughout the various attempts that were made for disassembly. The overall complaint was not confirmed as the observed condition of the 130 deg aiming arm would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 03.037.013 lot # 9546714 manufacturing site: werk hägendorf supplier: na release to warehouse date: 02 sep 2015 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot number, expiration date), d9, d10 and h4. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint# (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported during doing a staff in service for tfna. The blade\screw guide would not slide into the aiming arm. Not sure if something is bent on aiming arm or blade\screw guide. No patient status/ outcome / consequences.